Manufacturer narrative:
(B)(4). This report was opened in error and is a duplicate report. All evaluation information can be found in the master report number: 1423500-2011-14755.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Event description:
A system error 2240 alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.